Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 and h11 field. Based on the results of the investigation, it is likely the following led to the malfunction: since the water detection sticker was discolored it is speculated that water entered the scope connector, causing corrosion and causing failure of the components mounted on the electrical board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope had an error code e237. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.